Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked. This occurred after filling with 2500mg desferrioxamine in 32ml water for injection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 10, 2015 ¿ november 16, 2015. The device was received for evaluation containing approximately 20 ml of fluid in the reservoir. Visual inspection found no evidence of a leak. A functional leak test was performed in which the device was manually filled with colored water and observed for a leak until the following day. The next day, no leak was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.